Event description:
On (B)(6) 2024 a patient, who was also on clinic staff, received 1.2 cc of revanesse lips+ into their lips. Blt compounded topical anesthetic was applied prior to injection. There were no reported concerns or adverse events at the time of injection. Two weeks later the patient received hyaluronidase into their lips as they felt there were lumps. There was no history of pain, erythema, inflammation or nodules. The after photos provided showed a few areas of visibly superficial product centrally in both the upper and lower lips. The photo did not show nodules, erythema or swelling. My clinical opinion is that this case represents suboptimal product placement which was appropriately corrected with hyaluronidase. Internal report number: (B)(4).